Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. H3 other text: device not returned.

Event description:
It was reported, that multiple occlusion alarms occurred. Customer changed the infusion set and used pump's temporary basal baseline. Customer's blood glucose (bg) was elevated and ketones were present. Customer was admitted to the hospital. No additional information was received, regarding the hospitalization. Reportedly, customer was advised to use an insulin pen. Customer was using fiasp insulin with the pump. Fiasp use with the pump is off labeled. Upon resuming pump therapy, customer switched the type of insulin used to novorapid. And customer's glycemic profile improved.